Event description:
The customer received a blood glucose reading of 494mg/dl on the breeze2 meter, was re-tested in the lab and the reading was 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.a new meter was sent to the customer.